Event description:
Customer reported a popping sound coming from the tube head. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the candlestick connectors. System operates as intended.